Event description:
It has been reported to philips that the ¿detector for censor collision patient on table¿, the case was aborted, and the patient was moved to another room. There was no reported patient or user harm. We are conservatively reporting this event. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment which got aborted and the treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a message stating "collision sensor active" on the monitor and there was no collision with the patient. The fse examined the log files and found that there was force sensor collision warnings and also found that the sensor was defective. The fse performed bodyguard sensor monitoring and calibration, as well as detector force sensor calibration. After which, the system was returned to use in good working order. Later, a similar issue was reported and the engineer replaced the force sensor to solve the issue. The codes were updated based on the investigation outcome.